Manufacturer narrative:
Details of complaint: the customer reported that the primary display screen on the central nurse's station (cns) was not working. Technical support (ts) advised the customer to swap the cables from the secondary display to configure the unit. The customer did this, but later reported that they needed troubleshooting with a failed raid hard drive. No patient harm or injury was reported. Investigation summary: the complaint unit was returned and evaluated by nihon kohden repair center (nk rc). N nk rc was able to observe the reported issue. Nk rc identified that the power supply of the device had malfunctioned. After the device was repaired, it passed extended testing and was performing within specifications. A review of the history of the serial number identified no further occurrences of the issue. Based on the available information, the most probable cause of the issue is a power supply failure. Potential causes of a power supply failure are vibration or impact on the component, static electricity, electromagnetic interference, deterioration of the component and fluctuation or disturbance in voltage (i.e., power surges and power outages).

Event description:
The customer reported that the primary display screen on the central nurse's station (cns) was not working.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) primary screen is not working. Nk ts advised the customer to swap the cables from the secondary display in order to configure the unit. The customer complied, but later reported that now they need troubleshooting with a failed raid harm drive. The customer will be sending this unit in for an exchange. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) primary screen is not working.